Event description:
The company received a report where it was claimed that "when locking the inner cannula, the locking mechanism breaks off. It happened upon insertion of the cannula when changing." Multiple attempts have been made to collect further info related to this report. The reporter could not confirm if medical intervention was required and indicated that several attempts were made but that the customer is not making it a priority to provide further details related to this report.

Manufacturer narrative:
The reporter indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.